Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2021-15913, 1627487-2021-15914. It was reported that the patient experienced ineffective stimulation. Diagnostics revealed high impedances on several contacts. As a result, surgical intervention was undertaken wherein the paddle lead and extensions were explanted and replaced. Post-operatively, stimulation therapy was restored.